Manufacturer narrative:
Investigation summary: a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. Microscopic investigation of the extension tubing revealed a small wound that is inconsistent with damage sustained by use of the slide clamp, and appears to be cause by interaction with the cannula. A clamp test was conducted 30 times but yielded no abnormalities. The batch record also was reviewed, no related abnormalities were found. Investigation conclusion: unfortunately the root cause could not be finalized at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd pegasus¿ safety closed IV catheter system was found leaking as "nurse found liquid leaked from the middle of extension tubing began infusion after punctured." There was no report of exposure, injury or medical intervention needed.